Manufacturer narrative:
Product complaint # (B)(4). Complaint conclusion: as reported by the field, during a stent assist coil embolization for an anterior communicating artery-wide neck aneurysm, during the placement of an enterprise2 4mmx30mm no tip intracranial stent (enc403000, 6572098) became stuck in the prowler select plus 150/5cm microcatheter (606s255x, 30723358). As a result, the user was challenged in deploying the stent and had to remove all devices back. Another enterpise2 of the same size and a new prowler select plus was used to complete the case successfully. The surgery was prolonged by 10 minutes due to the event. Additional information received indicated that no other devices were used with the same microcatheter prior to the encountered resistance. No damages were noted on the microcatheter (mc) during manipulation of the coil or noticed to be damaged upon removal from the patient. There was no noted damage to the enterprise stent. A continuous flush on the microcatheter was maintained. The introducer was fully seated and secured in the hub. Initially, they were able to torque the device, however, later it became stuck. There was no evidence of physical material within the device. The resistance was felt at the distal tip. A non-sterile prowler select plus 150/5cm was received contained in the decontamination pouch. Upon receiving the device, a visual inspection was performed, and the delivery wire was already 145 cm inside the microcatheter. The introducer was seated at the luer hub as well. No apparent damages were found on the microcatheter. A microscopical inspection was performed on the tip of the microcatheter, and it was found slightly out of shape. Also, it was found occluded with saline solution residues. The inner diameter (ID) of the microcatheter was attempted to be tested; however, due to the occlusion of the distal tip, no accurate measure was able to be taken. The outer diameter (od) was measured and found within specifications. The distal tip of the microcatheter was dissected at 4.5 cm, and the stent was found. The issue reported regarding the microcatheter being obstructed was confirmed due to the findings mentioned above; however, due to the limited information available, the root cause of the obstruction remains unknown. A manufacturing record evaluation was performed for the finished device, and no non-conformances related to the malfunction were identified. There is no indication that the issue reported in the complaint results from a defect inherently related to the device. There may have been other circumstances or issues that occurred during the use of the device that could not be replicated during the analysis. It should be noted that product failure is multifactorial. The instructions for use contain the following precaution: ¿ if strong resistance is met during manipulation, discontinue the procedure and determine the cause of resistance before proceeding. If the cause of resistance cannot be determined, withdraw the catheter and guidewire as a system. As part of the cerenovus quality process, all devices are manufactured, inspected, and released to approved specifications. As part of the post market surveillance program, information from this complaint is trended to identify statistical signals for consideration of further correction action. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no corrective actions will be taken at this time. A supplemental report will be submitted if new facts arise which materially alter information submitted in a previous MDR report.

Manufacturer narrative:
Product complaint # (B)(4). Section b5: additional information received indicated that no other devices were used with the same microcatheter prior to the encountered resistance. No damages were noted on the microcatheter (mc) during manipulation of the coil or noticed to be damaged upon removal from the patient. There was no noted damage to the enterprise stent. A continuous flush on the microcatheter was maintained. The introducer was fully seated and secured in the hub. Initially, they were able to torque the device, however, later it became stuck. There was no evidence of physical material within the device. The resistance was felt at the distal tip. A supplemental report will be submitted if new facts arise which materially alter information submitted in a previous MDR report.

Manufacturer narrative:
Product complaint # (B)(4). Information regarding patient weight, height, medical history, race, and ethnicity was not reported. The device is available to be returned for evaluation and testing. However, it has not been received to date as indicated as ¿other¿ in this section as the reason for non-evaluation. If the device returns, a device investigation will be performed. Missing information from this report is identified as blank; this information was not provided in the reported event or available at the time of report submission. The company is seeking this information through the event investigation. This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by cerenovus, or its employees that the report constitutes an admission that the product, cerenovus, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. This is one of two products involved with the complaint and the associated manufacturer report number is 3008114965-2023-00114. A supplemental report will be submitted if new facts arise which materially alter information submitted in a previous MDR report.

Event description:
As reported by the field, during a stent assist coil embolization for an anterior communicating artery-wide neck aneurysm, during the placement of an enterprise2 4mmx30mm no tip intracranial stent (enc403000, 6572098) became stuck in the prowler select plus 150/5cm microcatheter (606s255x, 30723358). As a result, the user was challenged in deploying the stent and had to remove all devices back. Another enterpise2 and a new prowler select plus was used to complete the case successfully. The surgery was prolonged by 10 minutes due to the event.